Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and due to window damage which inhibited touch screen functionality. Functional tests were performed and failed the buttons test. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to window damage. Pictures were taken. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed all relevant testing. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.